Event description:
It was reported that pump displayed malfunction code malf 9 with fault ID 9 ¿ 0x20f1, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions for resetting pump, successfully reset pump with no recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if issue occurred again, which customer acknowledged and understood.